Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable, tandem wall adapter, and working wall outlet, and pump displayed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support instructions to leave pump connected to working outlet for at least 30 minutes, changed charging supplies to tandem cable and wall adapter, and pump then began charging without shutdown or loss of function, so no further assistance was required.